Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratch lens (lcd) and a damaged front housing. The tamper seal was broken. A functional test was performed and the reported issue was duplicated. The reported issue was due to a damaged dso sensor and as a result, the dso sensor was replaced. The dso bezel, dso seal, lcd, lcd lens, front housing, keypad, overlay gray, rear label, and tamper seal were also replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibits downstream occlusion. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.